Manufacturer narrative:
The root cause of this complaint was not determined based on the available information. Based on the review of device history records, the investigation concluded that the root cause of the reported dislocation was not likely related to the design and/or manufacture of the devices. Devices were not returned for evaluation.

Event description:
It was reported that a patient implanted with an onkos eleos proximal tibial replacement, experienced dislocation of the eleos poly spacer and eleos tibial hinge component. The patient will undergo a revision procedure at an unknown date to address the dislocation. This event will be reportable as a serious injury due to the scheduled revision procedure.

Manufacturer narrative:
Additional information regarding device explantation date was received. Section da, db, g3, and g6 were updated.